Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 15mm wolverine coronary cutting balloon was selected for use in a tight lesion. During the procedure, it was noted that the balloon ruptured upon first inflation at 8atm for 30 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.